Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report was received. Unfortunately, the device is unavailable for evaluation as it has been discarded. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 109.8 months. Through follow-up with the health-care provider and the operative report received, it was learned that the device was explanted due to stenosis, calcification, and pannus formation. Per the operative report: "the noncoronary cusp has pannus and calcification, covering the entire leaflet, restricting its motion. The right coronary cusp has a spike of calcification in the center, extending from the base of the leaflet up to the free edge. This restricts that leaflet as well. The left cusp is relatively free, although has pannus formation along its base."

Event description:
Customer contacted beckman coulter inc. In regards to inconsistent ise results obtained by unicel dxc 800 pro chemistry analyzer. The samples were not repeated. The results were not reported out of the laboratory and patient treatment was not impacted.